Event description:
It was reported the catheter balloon wouldn't go through a 5fr input introducer. The catheter only was removed and replaced with another of the same make and size to complete the procedure without further complications.